Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery test alarms noted during testing. The insulin pump passed displacement test, basic occlusion test and off no power test. The operating currents were in specification. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the excessive no delivery alarm test due to prime anomaly. The insulin pump was received with cracked and bleeding lcd glass noted, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery, alarmed failed battery test and had a partial display. The customer stated that there was a section of her screen that had disappeared. She advised that the insulin pump alarmed no delivery because she had run out of insulin, and it alarmed failed battery test because she removed the battery. The blood glucose reading was 150 mg/dl. She noted that the insulin pump had neither been dropped nor bumped. The caller was advised that the device be replaced. Nothing further reported.